Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 10/04/2025. On 09/08/2025, the patient experienced a fall resulting in a head injury while speaking with her mail carrier. She reported that her head ¿busted open¿ and was actively bleeding. Prior to the fall, her cgm readings were between 120¿200 mg/dl. No blood glucose meter comparison was provided at that time. The patient was transported to the emergency room, where she reported that her cgm device was providing erratic readings. At some point during her ER visit, the cgm displayed glucose levels between 40¿45 mg/dl, while a blood glucose meter showed a reading of 60 mg/dl. Treatment included IV glucose, orange juice, and food. The patient was discharged approximately four hours later. No additional patient or event details were available, and attempts to contact the patient for further clarification were unsuccessful. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a fall while speaking with her mail carrier, resulting in a head injury. Prior to the incident, the patient reported a cgm reading between 120¿200 mg/dl. No bg meter comparison value was provided at that time. Following the fall, the patient was transported to the emergency room (ER), where she received treatment with intravenous (IV) glucose. The cgm and bg meter readings at the time of emergency room admission were not specified; however, the patient reported that her cgm device was providing ¿erratic readings.¿ at some point during the event, the cgm displayed a value of 60 mg/dl, while the bg meter test showed a reading of 40's and 45 mg/dl. The patient was discharged home approximately four hours after arrival. No additional clinical details or contextual information were available. Attempts to contact the patient for further clarification were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid at unspecified time. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Correction to narrative, replacing "no injury or medical intervention was reported." To "no additional patient or event information is available."